Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation from the right ventricular (rv) lead and left ventricular (lv) lead on several occasions. The rv and lv leads were reprogrammed. The patient continued to experience stimulation from the leads but no other intervention has been performed. Both leads remain in use. No further patient complications have been reported as a result of this event.